Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection and functional testing. No outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Visual and functional testing showed no evidence of any issues with the catheter. A media inspection was performed of four photos provided with the complaint information. These attachments showed intracardiac ICD tracings showing induction of ventricular fibrillation and intracardiac ICD tracings showing detected ventricular events and lead atrial noise present during vspr pfa administration, which prove ventricular fibrillation. This confirms the clinical observations from the procedure.

Event description:
A pulse field ablation (pfa) procedure was conducted to treat drug refractory paroxysmal atrial fibrillation using a farawave pulsed field ablation catheter and farastar pfa generator. It was reported that the patient experienced an episode of ventricular fibrillation (vf). Of note, the patient had a non-boston scientific implantable cardiac defibrillator (ICD) that was programmed for dual chamber pacing (ddd) 40/130 bpm with tachycardia therapies disabled for the procedure. During ablation of the right superior pulmonary vein (rspv) with the catheter array deployed to the basket shape the patient went into vf requiring external defibrillation. The defibrillation successfully returned the patient to normal sinus rhythm, so the procedure was continued and completed successfully. Review of the patients ECG, st segments, and other vitals prior to induction of vf revealed no abnormal findings of anything that could have caused the episode. The patient's ICD was interrogated for review of any stored episodes during the procedure. It was found that the device stored atrial lead noise reversion episodes during the pfa deliveries in the rspv. The episode stored from when the patient was experiencing vf showed that a ventricular event occurred during the vulnerable period of the refractory period, causing an "r on t" induced vf. Additional stored episodes revealed ventricular sensed events that coincided with pfa applications in the rspv. The physician suspected that the proximity of the pfa applications to the right ventricle (rv) lead in the superior vena cava (svc) caused a device interaction; specifically, the physician believed the pfa energy created an inductive current within the rv lead that was transmitted through the lead to the rv and caused stimulus of the rv, which was responsible for inducing vf via stimulating the ventricle during repolarization. The patient is expected to fully recover from the vf episode. The device is expected to be returned for analysis.

Event description:
A pulse field ablation (pfa) procedure was conducted to treat drug refractory paroxysmal atrial fibrillation using a farawave pulsed field ablation catheter and farastar pfa generator. It was reported that the patient experienced an episode of ventricular fibrillation (vf). Of note, the patient had a non-boston scientific implantable cardiac defibrillator (ICD) that was programmed for dual chamber pacing (ddd) 40/130 bpm with tachycardia therapies disabled for the procedure. During ablation of the right superior pulmonary vein (rspv) with the catheter array deployed to the basket shape the patient went into vf requiring external defibrillation. The defibrillation successfully returned the patient to normal sinus rhythm, so the procedure was continued and completed successfully. Review of the patients ECG, st segments, and other vitals prior to induction of vf revealed no abnormal findings of anything that could have caused the episode. The patient's ICD was interrogated for review of any stored episodes during the procedure. It was found that the device stored atrial lead noise reversion episodes during the pfa deliveries in the rspv. The episode stored from when the patient was experiencing vf showed that a ventricular event occurred during the vulnerable period of the refractory period, causing an "r on t" induced vf. Additional stored episodes revealed ventricular sensed events that coincided with pfa applications in the rspv. The physician suspected that the proximity of the pfa applications to the right ventricle (rv) lead in the superior vena cava (svc) caused a device interaction; specifically, the physician believed the pfa energy created an inductive current within the rv lead that was transmitted through the lead to the rv and caused stimulus of the rv, which was responsible for inducing vf via stimulating the ventricle during repolarization. The patient is expected to fully recover from the vf episode. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. A media inspection was performed of four photos provided with the complaint information. These attachments showed intracardiac ICD tracings showing induction of ventricular fibrillation and intracardiac ICD tracings showing detected ventricular events and lead atrial noise present during vspr pfa administration, which prove ventricular fibrillation. This confirms the clinical observations from the procedure.

Event description:
A pulse field ablation (pfa) procedure was conducted to treat drug refractory paroxysmal atrial fibrillation using a farawave pulsed field ablation catheter and farastar pfa generator. It was reported that the patient experienced an episode of ventricular fibrillation (vf). Of note, the patient had a non-boston scientific implantable cardiac defibrillator (ICD) that was programmed for dual chamber pacing (ddd) 40/130 bpm with tachycardia therapies disabled for the procedure. During ablation of the right superior pulmonary vein (rspv) with the catheter array deployed to the basket shape the patient went into vf requiring external defibrillation. The defibrillation successfully returned the patient to normal sinus rhythm, so the procedure was continued and completed successfully. Review of the patients ECG, st segments, and other vitals prior to induction of vf revealed no abnormal findings of anything that could have caused the episode. The patient's ICD was interrogated for review of any stored episodes during the procedure. It was found that the device stored atrial lead noise reversion episodes during the pfa deliveries in the rspv. The episode stored from when the patient was experiencing vf showed that a ventricular event occurred during the vulnerable period of the refractory period, causing an "r on t" induced vf. Additional stored episodes revealed ventricular sensed events that coincided with pfa applications in the rspv. The physician suspected that the proximity of the pfa applications to the right ventricle (rv) lead in the superior vena cava (svc) caused a device interaction; specifically, the physician believed the pfa energy created an inductive current within the rv lead that was transmitted through the lead to the rv and caused stimulus of the rv, which was responsible for inducing vf via stimulating the ventricle during repolarization. The patient is expected to fully recover from the vf episode. The device is expected to be returned for analysis.